Event description:
Pt presented with red right eye with mucoid discharge. Bulbar injection od was grade 2. Papillary and follicular response on palpebral conjunctiva od. As the conjunctivitis may or may not be caused or exacerbated by the contacts, the adverse event here is prominent neovascularization of each cornea superiorly and inferiorly of up to 2 mm. Pt assures dr he follows the ew protocol. The pt has no glasses.